Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device showed unstable readings and it does not match the vital signs of the patient. The oxygen saturation showed an unstable 70%-92%. They suspended the use of the device that caused delays treatment of the patient. There was no patient injury.